Event description:
Pt reported feeling the 4.5mm lcp condylar plate break on (B)(6) 2010. X-rays confirmed the postop plate breakage. The plate was implanted on (B)(6) 2009, for non-union of a supra condylar femur fracture. Pt was originally implanted with a locking condylar distal femur plate which broke after approximately eight months to one year. The plate was removed and pt was revised (B)(6) 2009. Surgeon is considering a third surgery to revise the pt or sending the pt to a traumatologist.

Manufacturer narrative:
Device was not explanted. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.